Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Per the proglide instructions for use, under precautions, it states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, high resistance was felt while advancing the proglide device straight into the artery coaxial to the tissue tract. The abbott vascular clinical specialist advised to leave the wire inside the sheath under x-ray control until arterial flow is seen through the marker lumen. At first there was no arterial flow, but after retracting the device and re-flushing the marker lumen, there was good pulsatile flow. There were no other problems with the device and at the end of the procedure a dry closure of the puncture site was achieved. Reportedly, two weeks later, the patient returned to the hospital with great pain in the groin. Ultrasound revealed a large hematoma at the groin on the side of the proglide device closure. The hematoma was severely infected. Emergency surgery was performed to treat the infected hematoma. The patient was released to ambulant care the next day in fine condition. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.